Manufacturer narrative:
(B)(4). The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a boxed implant was noted to have an audible loose component inside while the implant remained sterile sealed and wrapped. The issue was identified during receiving inspection after the product returned from a remote account, with rattling heard inside the box. There was no patient involvement. Attempts have been made and no further information has been provided.